Manufacturer narrative:
(B)(4). The customer reported a failure to discharge in testing using external paddles. There was no pt involvement. The device was evaluated at philips. Physical damage was noted to the involved external paddle set. The paddles were not tested for safety reasons. The reported symptom was not duplicated using another external paddle set. The device passed all testing using another external paddle set. Replacement of the external paddles set was recommended to the customer. The device passed testing and was returned to the customer. We are considering this to be a malfunction of the external paddle set due to physical damage.

Event description:
The customer reported a failure to discharge in testing using external paddles. There was no pt involvement.